Event description:
A user facility reported to olympus that, the high flow insufflation unit front panel turned off and on. A negative pneumoperitoneum pressure was displayed when the tube was connected. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported issue of the device front panel turned on and off. The device visual inspection was completed, and no abnormalities were found. The faulty parts need replacement to bring it back to olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was a faulty main board. The root cause of why the main board was faulty could not be identified. Olympus will continue to monitor field performance for this device.